Manufacturer narrative:
During fe checkout, the bag to vent switch issue was noted. The field engineer cleaned bypass o-ring and applied krytox to fix the elevated co2 levels issue and replaced bag to vent switch to fix the bag to vent switch issue. Patient information could not be obtained due to country privacy laws. (B)(4).

Event description:
The hospital reported that, during patient use, high fico2 was noted. There was no reported patient injury.